Event description:
Caller reported a minimum fill notification, and it was confirmed that the issue did not cause any adverse impact to the customer's blood glucose level. The caller was attempting to load a new cartridge, and technical support instructed them to clean the pneumatic tap area on the pump. Reloading the same cartridge resolved the issue, allowing the caller to successfully load a cartridge onto the pump and resume insulin delivery.